Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water flow issues. The issue was found during an unspecified diagnostic procedure. The procedure was completed but it is unknown if the device was exchanged. No further information was able to be obtained. Inspection and testing of the returned device found foreign object came out of the nozzle. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Please see correction to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to clogging of the nozzle, air and water supply volume did not meet standard value. Nozzle had foreign objects. Due to clogging of the nozzle, water removal ability did not meet standard value. Due to wear of the angle wire, bending angle in up direction did not meet standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip. Adhesive on the distal end had a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water flow issues. The issue was found during [enter info]. Inspection and testing of the returned device found foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.